Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during a pretest, water leakage was noted from a hole at the bifurcation area of the catheter.

Manufacturer narrative:
The reported event was confirmed manufacturing related, due to a hole less than 0.5" from the bifurcation. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and leaked from a 0.027" hole on the drainage lumen 0.4790" from the bifurcation. Cuts in the lumens were out of specification. Active length of the catheter balloon was measured (0.8470") and found to be within specification (0.6"-0.9"). The catheter was confirmed to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters."

Event description:
It was reported that during a pretest, water leakage was noted from a hole at the bifurcation area of the catheter.